Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that 3 infusion sets cannula one was bent and two was kinked. Patient noticed the symptoms 3 or more hours after insertion. The infusion set was in use for 1 day. The insertion site of the infusion site was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 3.